Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section g3: additional information. Section h4: correction. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of an lvad fault, a specific cause for these findings could not be conclusively determined through this evaluation. The account communicated that a yellow lvad fault alert was noted on the system monitor during a routine monthly lvad interrogation on (B)(6) 2019. An attempt was made to clear the lvad fault alarm using the alarm clear button with no success. An attempt was also made to perform a controller self-test on the power module, batteries, and mpu to see if this would clear the fault with no success. The pump was running, and it was noted that the patient was unaware and not impacted. There were no audible alarms or any alarms within the controller history. The initially submitted controller event log file captured a persistent lvad internal fault advisory starting at 12:22:41 pm on (B)(6) 2019, associated with an e2p_crc (f59) lvad fault flag. This advisory was preceded by the system controller being connected to a power module with the white power cable at 12:21:31 pm. The lvad internal fault advisory and e2p_crc fault flag persisted throughout the remainder of the log file, which ranged through 11:46:54 am (of note, the clock time was changed approximately 1 hour earlier to reflect daylight savings time). The lvad internal fault did not appear to affect the pump¿s ability to operate at the set speed throughout the duration of the submitted data. It was later reported that the controller was exchanged on (B)(6) 2019, which reset the pump and cleared the fault alarm. The submitted controller event log file from after the controller exchange captured the pump being connected to the system controller on (B)(6) 2019 at 05:00:59 pm. The pump appeared to have functioned as intended at the set speed with no atypical alarms after being connected to the system controller. The exchanged controller was issued back to the patient as a backup as the issue was not found to be within the controller. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), following this event with no further issues until he expired on (B)(6) 2019 due to an unrelated event (reference (B)(4)). The pump was not explanted, and there is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that lvad fault was observed and attempts were made to clear lvad fault but were unsuccessful. Controller was exchanged and the fault alarm cleared. However, the fault was thought to be related to pump. Exchanging the controller reset the pump. The issue was resolved.